Event description:
The following was reported: patient presented for an endovascular treatment and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was prepped by a technician prior to insertion of vbx device. As the vbx device was advanced to the intended treatment site, the vbx stent came off the delivery catheter. The physician was able to snare and remove the constrained device with no harm to patient. A new vbx device was used to complete the procedure. As reported, the technician may have inadvertently pulled too much negative pressure on the balloon during prep, which may have contributed to the stent dislodgement.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history confirmed device met pre-release specifications. Device evaluated by MFR: device was discarded at user facility. Therefore, direct product analysis was not possible.